Event description:
Pt admitted for angiogram; catheter used to assist in placement of guidewire in aorta, upon removal of cath, radiopaque tip came off around the area of the (l) common femoral artery at the arterial puncture site, tip was located using 9french cath and removed. Pt admitted as inpatient for 23 hrs of observation.